Event description:
Complainant alleged that during biomed testing, the device's display was dim and the user was unable to see info clearly. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the device product and will be providing a follow-up report when our investigation is completed.